Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a revision procedure for the right ventricular (rv) lead, the field representative noted the lv lead was surgically abandoned. The field representative reviewed the notes and found that at the change out procedure approximately eight years earlier, the lv lead was accidentally cut and high impedance measurements were noted. During that procedure the lv lead was surgically abandoned. It was believed that the high impedance measurements continued to be noted on the remote home monitoring system as daily measurements for the lv lead may not have been programmed off once the lead was surgically abandoned.